Event description:
At visual inspection, the subject device looked good. The system was connected to two saline pressure bags and well hydrated and mounted over an exchange .010" guidewire. No friction during insertion. When the system was goin up, difficulty pushing it was felt. The physician decided to bring back the system and use a synchro .014" guidewire. No friction during introduction was felt, but when the system was going up at some point, the physician realized that the stent had already deployed proximal to the area of treatment. The physician felt that the stabilizer was safe and well locked. The physician believes that may be the stent deployed when the system was re-loaded with the synchro .014" guidewire; it might have gone through the stent struts and pushed it out. The procedure was stopped and the pt was doing well.